Event description:
It was reported that resistance was felt when filling multiple cartridges during the load sequence. Customer changed multiple supplies to resolve the issue. There was no adverse impact to the customers blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.